Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2018 with the following findings: during the investigation, the pump¿s cover was removed and evidence of excessive rtv was located on the motor flex connector contacts. Unrelated to the original complaint, the display was found to be dim/pink. Investigation was unable to duplicate a cs 064 with prime or basal delivery. A review of the black box verified multiple cs 064 motor stall alarms on (B)(6) 2018.